Event description:
It is reported that the pt complained one year ago of increasing pain in replaced knee. The surgeon carried out an arthroscopy and discovered extensive metalosis and diffuse breaking down of the polyethylene liner. The femoral component was rubbing directly onto tibial tray, hence the metalosis. Pt had suffered a couple of dislocations, which were easily manipulated, and during the procedure it was discovered pt had hardly any peg left.